Event description:
Cool cap unit made a "pop" noise and emmitted smoke. Unit immediately turned off and removed from infant. Cooling blanket placed under infant.====================== health professional's impression======================no adverse affect to the patient, therapy continued through other means of cooling. Potential for harm.